Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that he was receiving lost sensor alerts. Blood glucose at the time of the alert is unknown. During the call the customer reported that his blood glucose level dropped to 50 mg/dl. Troubleshooting was done and the communication was not reestablished. The customer stated he would remove the sensor when getting home.